Event description:
It was reported that balloon ruptured. During the procedure, it was noted that a 5.00mm/ 2.0cm /135cm peripheral cutting balloon ruptured at 8 atmospheric pressure upon third dilation for 10 seconds. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications reported and the condition of the patient post procedure was good.